Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called with a bravo recorder that is flashing red. The capsule was placed 45 minutes earlier. Technical support had the customer move the patient to a different location but the recorder was still blinking red. A repeat procedure was necessary.

Manufacturer narrative:
Investigation summary: according to the accuview graph the study stopped after 46 minutes and patient diary is empty. All ph values are normal shown on procedure graph. When procedure¿s graph is sudden stopped, ph signal is at normal values (4.5ph-6.5ph) without ignores. All of the above parameters indicate that probably recorder malfunction responsible of the short study due to the suddenly stop of the graph. Suddenly stop of the graph can be occurred most probably due to recorder stoppage/failure. If information is provided in the future, a supplemental report will be issued.